Event description:
Patient had a cannon catheter surgically placed via the left internal jugular vein on (B)(6) 2012. The cxr for line placement in pacu noted a curvilinear 1.2 cm long foreign body over the left hilum. A CT scan was then ordered and revealed a 2.8 cm long metallic density curvilinear foreign body within the distal left main pulmonary artery most suspicious for guidewire fragment. The patient was transferred to a facility with an interventional radiologist with the equipment available to remove the fragment.